Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implantable cardiac monitor replacement procedure; upon device interrogation, the right ventricular lead exhibited high pacing impedance and high capture thresholds. The lead was capped and replaced. The patient's condition was good before and after the procedure.